Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens (iol) implant procedure a posterior capsule tear was noted. The laser portion of this procedure was completed without incident. During phacoemulsification a posterior capsule opening was noted. Further examination revealed a peripheral capsular opening with resultant vitreous prolapse. The primary corneal incision was enlarged and the remainder of the lens material was removed manually. An anterior vitrectomy was performed and an anterior chamber iol was implanted. The remainder of the event was concluded with out incident. The patient was seen post operative with elevated intra ocular pressure (iop) in the 40's. Cortical fragments were noted in the posterior chamber. The patient was referred to a retinal specialist, where a posterior vitrectomy was performed. The patients visual acuity is currently hand motion (hm). The patients symptoms are continuing. A questionnaire has been sent to the surgeon, but none has been received to date.

Manufacturer narrative:
A clinical application specialist (cas) reported that the laser portion of the case was uneventful. During phacoemulsification a posterior capsule (pc) tear was noted and the vitreous prolapsed. The primary corneal incision was enlarged and the remainder of the lens material was removed manually. An anterior vitrectomy was performed and an anterior chamber intraocular lens (iol) was implanted. The remainder of the case was concluded uneventfully. Additional information from the surgeon noted the patients symptoms continue with increased intraocular pressure (iop) in the 40's post-operative. The patient has cortical fragments remaining in the posterior chamber. The patient was referred to a retinal specialist. The patient underwent a posterior vitrectomy on (B)(6) 2016. The patient has hand motion (hm) visual acuity. In the surgeon¿s opinion the event was user-related. The patient had a mature, dense cataract and this most likely contributed to the event. There is no information to support that the system contributed in any way to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).